Event description:
It was reported to medtronic neurosurgery that upon opening the packaging, a substance described as "mildew" was allegedly on the device. According to the report, a replacement device was used to complete the surgery.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.